Event description:
N/a.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp slipped during an unspecified procedure. The surgeon positioned the patient in prone position and pinned to 60 lbs psi and later shifted patient and torque knob pressure slipped to 50 psi. Surgeon then repositioned and tightened the torque knob back to 60 lbs psi. The surgeon also reported that during the case the patient slipped in the skull clamp when they removed the surgical drape and they observed that the patient's forehead was resting on the bottom of the skull clamp. Patient experienced a 2.0 to 2.5 cm laceration behind the ear. Delay in procedure was unknown. Additional information has been requested.